Manufacturer narrative:
The subject device in this report was been returned to omsc for evaluation. Omsc evaluated the subject device and couldn't find any abnormal appearances such as the debris or the discoloration on the contact of the video connector. Also the reported phenomenon was not duplicated with using the subject device and the video system center (otv-300) owned by omsc. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon cannot be conclusively determined. However there was the possibility of the reported phenomenon was attributed to temporal adherence of some debris on the electrical contacts of the video connector of the subject device or the video system center owned by the facility. Consequently the error e226 which indicated communication problem might have been occurred once during the preparation for the procedure. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error e226 which indicated communication problem had been occurred between the subject device and the video system center, otv-s300 during the preparation for the unspecified procedure. At the incoming the inspection for the repair, olympus service operation repair center (sorc) confirmed no irregularity for the appearance of the subject device. Sorc couldn't duplicate the reported phenomenon. There was no patient injury associated with this report. The user facility did not provide the other detailed information.